Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g5 ¿ 510k: this report is for an unk - nuts/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on around 2022, the patient underwent orif with lcp3.5 plate as augmentation one against rfna long nail for her supracondylar femoral fracture. After the surgery, on unknown date, a surgeon was aware of her physical condition which a distal nut-combined screw and screw which was stricken from inside toward diagonal direction respectively eases off. On (B)(6) 2024, under meeting with a sales rep, a surgeon who viewed her fracture area as somewhat non-union, discussed about necessary devices and so force for an upcoming revision surgery for around next month, (B)(6). According to the surgeon, she has condition where amputated below knee on opposite side leg which led to poor balance boosted loading with rehabilitation, the negative buildup might have posed loosening screw. Happily, all screw seemed not to break off. He also mentioned that her physical condition comes with prosthetic leg which blames to the event. The patient status/ outcome was reported as stable. No further information is available. This report is for one (1) unk - nuts. This is report 2 of 2 for complaint (B)(4).